Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing bradycardia. It was noted that the right ventricular (rv) lead had high impedance and there was noise observed on the stored electrograms. There was an apparent fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.